Event description:
The customer contacted baxter's technical service center regarding system error (se) 2240, which occurred on the homechoice (hc) during drain 4/4. The home patient (hp) stated she disconnected and then the hc alarmed. The baxter technical service representative (tsr) asked the hp if she was currently disconnected and the hp stated no. The hp reconnected after receiving the alarm. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.